Manufacturer narrative:
Section e1: this event took place at (B)(6) hospital in (B)(6) japan. Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii left ventricular assist system, serial number (B)(6). The report of thrombus could not be confirmed through this evaluation. Additionally, the reported events of elevated lactate dehydrogenase (ldh) and multisystem organ failure could not be conclusively determined through this investigation. A cause for the reported events could not be conclusively determined through this investigation. The pump was returned assembled with the driveline cut approximately 7.5¿ from the pump housing, with the distal portion returned with approximately 31.5¿ of additional driveline. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned separated from the pump¿s inlet port. The apical sewing ring was not returned. The sealed outflow graft bend relief, and sealed outflow graft were not returned. The outflow elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit and the outflow graft assemblies revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body and the remaining blood contacting surfaces, there was no evidence of laminated depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and heartmate ii left ventricular assist system patient handbook, rev. D, are currently available. Section 1 of the instructions for use lists device thrombosis, hemolysis, and multi-system organ failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6) university hospital. Related manufacturer report number # 2916596-2020-05018. Related manufacturer report number #2916596-2021-00505. Related manufacturer report number #2916596-2020-06249. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was re-admitted on (B)(6) 2021 due to hemolysis (elevated ldh 2000). Dobutamine was initiated. The patient had kidney, liver, and heart failure suspected due to pump thrombosis. The pump was exchanged (B)(6) 2021 due to worsening ldh, creatinine, and billilubin levels. The patient was recovering from the surgery without any big issues. The patient's last admission for hemolysis, elevated ldh, and pump thrombosis was (B)(6) 2021.